Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device has not been returned to omsc for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by the accidental failure or the defect of the harness of the spare lamp. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems (B)(4) found that the spare lamp error occurred during a product demonstration. No patient was involved. Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that the spare lamp was not working. The main lamp was working normally. Reportedly, the spare lamp of the device was fused. There was no report of patient injury associated with this event.